Event description:
Oxacillin given on syringe pump in a 1 cc syringe. A 0.92 cc of medication was in syringe at the beginning of administration. Syringe pump alarmed infusion complete after the time entered. Nurse removed the syringe of medication, placed it on the bedside table, and hung a ns flush at 19:30. Another nurse noted complete dose not given because approximately 0.5 cc remained in the syringe.